Event description:
During an atrial fibrillation procedure, the needle punctured the sheath. When advancing the needle through the dilator, the needle did advance through the tip. The needle was pulled back, and then the sheath and dilator were removed from the patient. It was noted that the needle had punctured through the dilator with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current abbott inventory was inserted and advanced through the dilator/sheath assembly; needle resistance was noted at the point of perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.